Event description:
During a repeat cardiac catheterization and angioplasty to the left anterior descending coronary artery, the vessel was dilated with a 3.0 mm acs lifestream balloon. When the balloon was inflated to 8 atms, the stent balloon burst and was not fully deployed. A 2.5 mm coment balloon was then inserted and inflated to 12 atms. That balloon also ruptured. Retrieval of balloon fragments required 8-9 hours. Pt required transfusion of 3 units of rbc due to hemorrhage into groin and thigh.